Manufacturer narrative:
A philips remote service engineer (rse) spoke to the biomedical engineer (biomed) and instructed him to test the x3 monitor with another saturation cable and sensor. The biomed confirmed that it was not possible to reproduce the issue with a different cable and sensor nor with the simulator. The rse instructed the biomed to replace the sensor and cable and agreed to close the case. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported the monitor displayed the wrong spo2 value. The patient was on a ventilator with oxygen at 100% with sao2 initially displaying 72. The ventilator settings were changed and sao2 at that time displayed at 100 with a good waveform. The ventilator oxygen was reduced to 40% and the sao2 ear sensor was move slightly to another position, after which sao2 displayed at 70, which was the true value. In this scenario, the patient's oxygen temporarily worsened but it was noted in time that the sensor was not correct, so the event was considered a near miss.